Event description:
It was reported while using an unspecified bd posiflush syringe there was no label on two syringes. There was no report of patient impact. The following information was provided by the initial reporter: two syringes from package were completely unlabeled without any markings. They did come in the regular plastic sleeve.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Summary investigation it was reported that two syringes were unlabeled. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with no barrel label or packaging flow wrap. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Medical device expiration date: unknown. Device manufacture date: unknown.